Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that the string pulled away from the tampon, leaving the product inside her body. The tampon was removed manually without medical assistance. The tampon was reported to have unraveled, however, the tampon remained in one piece. The consumer reported that she has a regularly scheduled doctor appointment and would confirm no pieces remained. Multiple attempts were made to follow-up with the consumer, however, these contact attempts were unsuccessful.